Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. This report contains supplemental information for mentor psr reference number (B)(4). This device report is being submitted late as a result of the exemption transition period following the revocation of mentor¿s psr exemption #e2007003. Reason for device explant and/or reoperation: pain. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year old patient who underwent breast reconstruction revision with 450cc mentor memorygel breast implants on (B)(6) 2014 developed bilateral breast pain, especially in the left medial breast, and had an ultrasound on (B)(6) 2018 that showed areas of apparent extracapsular silicone deposition within the soft tissues and simple cyst in the left breast at the 12:00 position. The patient underwent bilateral removal and replacement with mentor gel implants on (B)(6) 2018. Upon explantation, it was noted that both devices were intact and there was no free silicone in the tissue. See 1645337-2019-20779 for contralateral prosthesis report. This report contains supplemental information for mentor psr reference number (B)(4).